Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead was "not sitting well and needed a lot of maneuvering to get it to sit." The physician then reported that "under fluoro, the proximal part of the rv coil had a space." After the lead was removed, it was confirmed that the lead had "unraveled." A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that the exposed right ventricular defibrillation coil was distorted at 48.5 cm form the proximal end of the connector pin. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.